Event description:
A patient complains of puffiness under eyes and dryness in the eyes associated with 2005 ipl treatment. According to the customer, the patient had a tendency for facial edema prior to the ipl session, and the patient had undergone 4 previous ipl sessions with good results and no problems. The patient reported that she had slept poorly the night before the ipl treatment, and the physician believes that did recommend thryoid studies to the patient and decided to consult with lumenis to rule out other possible causes. This is a very unusual complaint and following internal review, on 4/4/2006 the inquiry was classified as a safety complaint. The patient has been evaluated for the dry eyes complaint by an opthalmologist, who reported to the treating physician that the complaint of dry eyes appears to be unrelated to the august 2005 ipl session. The patient declined to obtain the thyroid studies at this time.